Event description:
It was reported that an intraocular lens was explanted after the physician noted iol surface changes after surgery that affected the patient¿s vision. Another lens of the same type was implanted during the same procedure. The explant procedure required an incision enlargement to remove the lens. The patient was subsequently treated with dexa-gentamycin eye drops. It was reported that the patient was doing well after the lens exchange.

Manufacturer narrative:
(B)(6). (B)(4). Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for evaluation. A visual inspection of the returned lens at 10x microscope magnification revealed that the lens had surface residuals adhered to both sides of the optic body compatible with the explant process and was not related to the manufacturing process. No other unacceptable cosmetic conditions were identified. At the final inspection process, lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetics defects including surface residuals where any defects that do not meet criteria specifications are rejected. The lens was inspected for optical properties where the results showed that the lens diopter corresponded to a 20.5 diopter lens. The customer complaint of a possible material issue was not verified in the returned sample lens. Expiration date: 08/02/2017. Device manufacture date: 08/02/2012. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). In follow up with the reporter, an incision enlargement was not required. Placeholder.